Manufacturer narrative:
Investigation results: the device has been implanted and will not be received for investigation. The information for use (IFU) for each implant shipped provides the user the following information: contraindications: the bioscrew xtralok screw is contraindicated for femoral graft fixation; insufficient quantity or quality of bone for attachment; blood supply limitations and/or previous infections, which may tend to retard healing; patients with active sepsis; conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period; patients under the age of 16 or those who have not reached skeletal maturity; any known allergy or reaction to plastic material warnings. Do not use the bioscrew xtralok screw for fixation of grafts of insufficient length to achieve anterior cortical fixation; do not use the bioscrew xtralok screw for fixation of bone-patellar tendon-bone (btb) grafts; do not resterilize these interference fixation screws.

Event description:
It was reported that this device was implanted during a left acl reconstruction with allograft. Following this surgery, the patient has experienced unexplained pain. It was reported that the patient required treatment with IV antibiotics and to date, it is unk if additional treatment will be required for this event.